Event description:
It was reported that at implant, the physician was unable to place the lead at a good site. After numerous attempts, the the lead was no longer suitable for use. The lead was replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal.